Manufacturer narrative:
Solely the screw was returned; the screw was examined under magnification. Thread damage/deformation is present on the 1st through 18th turns of nonlocking thread as counted from the tip. This damage takes the form of shearing / removal of material to the thread form's peaks/crests. The damage varies in severity on the 6th , 10th-12th, and 16th-18th threads; the damage on threads 6 & 10-12 is lighter, whereas the damage on turns 16-18 is heavier. There is further sporadic damage to the peaks/crests of the 1st through 4th turns of locking thread as counted from the head, as well as the side of the screw head. No definitive conclusions can be made.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related report: 3025141-2025-00638.

Event description:
It was reported that the locking screw backed out of plate post-op. In the revision case, the locking tower was screwed into plate with no issues. Screw was replaced with new shorter screw which locked into plate.